Event description:
It was reported that the right ventricular lead had an out of tolerance impedance reading of greater than 9999 ohms and no capture. A new lead was then placed and when tested on the pacing system analyzer, the lead was working normal. When attached to the device, the lead had an impedance reading of greater than 9999 ohms. The device was removed and replaced. The original lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Preliminary analysis revealed no output condition when programmed to vvi bipolar pacing and functional testing revealed anomalous output readings. Further testing revealed that the no output condition was the result of lifted hybrid bond wires.